Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right ventricular lead. The patient was asymptomatic. Programming changes were made but some noise was still present on the rv tip to can, but no noise on the near field channel. The rv lead remains implanted.